Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a female patient under went a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the bifurcation via a 6f sheath (model unk). A pre-procedural angiogram was performed which revealed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected a myxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.